Manufacturer narrative:
(B)(4)

Event description:
It was reported that during an unknown procedure, there was a problem with the tip.

Manufacturer narrative:
(B)(4). Batch # p93d4z. Device analysis: the analysis results found that an el5ml device was returned inside its package unopened and with no damaged in the external components. The package was opened and in an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 15 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.